Manufacturer narrative:
Section h10: (h3) the evaluation noted that the event was most likely the result of a combination of the patient¿s very hard bone quality in addition to the component being impacted onto the prepared bone multiple times. However, neither the failure nor most likely cause can be confirmed as the device was not returned for evaluation due to being implanted and the fragments were not recovered.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, after the left tka, in the post op x-rays, porous beads dislodged from implant and are seen on x-ray following the case. Patient was last known to be in stable condition following the event device not returning as it was implanted.